Event description:
Information received indicated the ppm system shut itself off with a pt in the bed. The pt allegedly exited the bed and fell sustaining a head contusion.

Manufacturer narrative:
The hill-rom field investigation indicated the nurse manager was not sure if the ppm was set when the injury occurred. The hill-rom technician found the ppm system to be operating properly. The pt required additional monitoring and no injury beyond the contusion was detected.